Event description:
It was reported that the 9600 system had an intermittent collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site inverstigation. The collimator was calibrated, and the bean was aligned during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.